Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is unable to power on.

Manufacturer narrative:
It was reported that carsiosave intra aortic balloon pump (iabp) was unable to power on.patient nvolvement is unknown.a getinge field service engineer (fse) stated upon arrival at site, observed water stain on printer paper,removed the printer module and found burnt mark on printer board. Suspect water seep into other boards,so removed power management board and noticed burnt mark on board. Cleared water inside battery bay and pim. With customer approval, and cannibalized printer module(B)(6)) and power management board((B)(6)) from cardiosave s.no:ca234736i3. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.